Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock on 10 may, 2016 with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
It was reported that a femoral revision due to stiff knee as a result from separate medical event so patient was unable to rehab after total knee procedure.